Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection of the liner the outer diameter shows a circular indentation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Part # unk, cup, lot # unk.

Event description:
It was reported that during a tha, the liner would not lock into the cup after several attempts. There was no impact to the patient. Attempts have been made and no further information has been provided.